Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA:"(B)(4). There was no patient harm in any of the incidents.delay in therapy: no.need for medical intervention: no.patient involvement: no.human harm: no."